Event description:
It was reported the customer had damage to their insulin pump. Customer stated their lcd screen was scratched and was barely readable. The customer stated they have been hospitalized for diabetic ketoacidosis several times in the past. Customer's blood glucose was 288 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.